Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad trace. No button error alarm noted. Device had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the buttons were sticking, he removed and reinserted the battery and the insulin pump alarmed button error. Customer could not clear the alarm. The customer did not recall any significant events leading to the alarm. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.